Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 5f exoseal vascular closure device (vcd) was deployed in the reverse direction, preventing the wire from engaging the vessel wall and resulting in no change in the indicator window, which made the device unusable. There was no reported patient injury. Multiple consecutive failures were reported from the same lot. This issue resulted in a major customer complaint regarding product reliability and safety. At the customer¿s request, all affected products have been collected, and verification of the defect has been requested. Additional information was requested but not provided. A non-sterile exoseal vascular closure device, size 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was not locked. The plug was in the manufacturing position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, a kink was observed on the delivery shaft, located approximately 16 cm from the distal tip. A dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The results were found to be within specification. A deployment simulation evaluation was performed; after the guard was locked, the indicator wire was deployed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, and the deployment lever was fully depressed, resulting in the expected indicator wire retraction and plug deployment. The indicator window then displayed the black/white and red positions as expected. A high-magnification evaluation was conducted to examine the indicator wire conditions. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the indicator wire was able to be deployed once the guard was locked. No anomalies on the indicator wire loop were noted. A kink on the delivery shaft was observed; however, that still did not impede a successful functional analysis. The device received does not match the event reported. The guard was received unlocked and the indicator wire not deployed. Any reported issue with the indicator wire could have been caused due to not locking the guard. The exact cause of the event could not be determined. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) was deployed in the reverse direction, preventing the wire from engaging the vessel wall and resulting in no change in the indicator window, which made the device unusable. There was no reported patient injury. Multiple consecutive failures were reported from the same lot. This issue resulted in a major customer complaint regarding product reliability and safety. At the customer¿s request, all affected products have been collected, and verification of the defect has been requested. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.